Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
It was reported to philips that the device had a noise from the blower and blower speed error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the blower assembly, cooling fan, air inlet filter, and cooling fan filter. The fse was unable to test the device due to the lack of testing equipment. Multiple attempts were made to obtain information on the repair/service of the device have been unsuccessful. The blower assembly was returned to failure investigation for analysis. The blower assembly test failed; a bad motor phase windings generated an error "check vent: blower stalled." The customer's reported issue was confirmed.